Event description:
The following has been reported: biomed reported: service needed error despite cleaning pins, no patient harm, no report of stopped infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for an air compressor failure. The device was not able to complete startup after attempting and failing to charge the tanks. The device was reverted to manufacturing mode and is failing pneumatics hardware testing consistent with a faulty compressor. Internal inspection found no other damage.